Event description:
Related manufacturer reference number: 2017865-2022-02140. It was reported that a patient presented in clinic for a follow-up appointment with dizziness. The patient's pacemaker (pm) and right ventricular (rv) lead had failure to capture during a threshold test. The patient had a seizure and lost consciousness after event so the patient was taken to the emergency room. On (B)(6) 2022, the pm was explanted , the rv lead was capped, and both were replaced. The patient was stable throughout procedure.